Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer delivered a bolus for carbohydrates that were not consumed in a meal, and experienced a blood glucose (bg) level of 40 mg/dl. The customer consumed a drink and carbohydrates to treat the low bg level. At the time of the reported event, the customer's bg level increased to 98 mg/dl. During a follow-up call, the customer reported bg level was stable.